Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, dents on distal edge, debris under cover glass, cracks on side of video connector and image out of field view. There was no patient involvement.